Event description:
It was reported that the atrial lead exhibited noise-oversensing. No interventions were performed. The patient's condition was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5152574.